Event description:
It was reported that during a percutaneous transluminal angioplasty draining vein procedure with a fortrex 6.0mmx80mm balloon, inflation was performed to a pressure of 23 atm. The balloon was suddenly deflated and the pressure indicator dropped to zero. Blood was aspirated from the balloon inflation tube. Upon removal, a rupture was found in the distal tip of the balloon. Visual inspection confirmed the rupture. The device was prepped per the IFU. No abnormalities reported in relation to anatomy. No patient complications or injury have been reported as a result of this event.

Manufacturer narrative:
Image analysis the customer returned three images. Image 1 shows a carton label. The label shows that this is a fortrex 6 x 80mm (a35hpv06080135), lot #: b711028. Images 2 and 3 shows the balloon of a fortrex device. The images do not show any burst on the balloon. Product analysis # the device was returned with the balloon in a post-inflated state, (photo 3). The device was flushed, (photo 4) and a 0.035¿ guidewire was loaded, an indeflator with pressure gauge was used to inflate the balloon and water leaked out through a hole on the distal end of the balloon, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.